Event description:
Ous MDR - the patient was struck by lightning and loss of capture and sensing was noted. The pacemaker has been returned for analysis.

Manufacturer narrative:
The pacemaker and the leads under complaint were received and subjected to an extensive analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes were reinvestigated. All production steps had been performed accordingly. Subsequently the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be anticipated. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The pacemaker proved to be fully functional. The analysis did not show any deviations from the technical specifications. Finally the leads were analyzed revealing no peculiarities which might have contributed to the clinical observation. The leads demonstrated damages which most likely resulted from the extraction procedure such as deformed distal ends and cuts in the insulation. Neither the analysis of the pacemaker nor the analysis of the returned leads revealed any sign of a material or manufacturing problem.